Event description:
Boston scientific received information that there was difficulty at a change out procedure with this cardiac resynchronization therapy defibrillator (crt-d) setscrews. The set screw was stuck in the down position and the physician elected to place the crt-d back in the patient's body. After multiple techniques were attempted and not successful the patient's pocket was closed. The removal procedure was continued 5 days later due to the difficulty of removing the leads from the device header. It was noted that the tachy mode was programmed off during the previous procedure and this patient has gone 5 days with no therapy available and the patient is pacemaker dependent. The local sales fermentative discussed with boston scientific technical services (ts) that they were unsure which leads had the issues, but suspect it was the right atrial (ra) lead as the impedances were greater than 2,000 ohms. Additional information from the local sales representative states that the out of range impedances on the ra lead were caused by the setscrew not being tightened appropriately during the first procedure. No complaints against the device or the leads.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, pre-decontamination inspection noted a hole in the ra and rv seal plugs. The rv setscrew was stuck in the up position. The ra setscrew also stuck in the up position and its setscrew hex slot was rounded. The ra setscrew could not be freed. All other setscrews operated normally. The device was put through and passed a series of automated diagnostic testing. Analysis testing could not confirm the reported high impedance issue. The bent retainer rings, stuck setscrew, and rounded hex slot were consistent with induced damage. The device meets specification, electrically.

Event description:
--